Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for high blood glucose. The customer stated that there were no significant events that could have led to the issue. The customer declined trouble shooting the insulin pump. The customer was treated with four units of insulin. No further information was provided.